Manufacturer narrative:
Unit passed displacement test, sleep current measurement, active current measurement and selftest. Hardware low level failures confirmed in the pump history due to broken trace.

Event description:
Customer reported via phone call that their insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 165 mg/dl at the time of the incident. Customer reported they were able to clear the alarm and was able to rewind the insulin pump. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.